Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 50 mg/dl. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the low bg level. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Customer consumed carbohydrates to address bg. The customer declined to provide additional information regarding the issue., therefore, no additional patient or event information was obtained.